Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, while attempting to make the first pass using the cat7, the physician experienced resistance advancing the cat7 through a stent. Therefore, the physician removed the cat7 and noticed the distal tip to be ovalized. The procedure was completed using a new lightning and an indigo system cat12 aspiration catheter (cat12) with the same sheath. There was no report of an adverse effect to the patient.